Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the v500 had stopped working during a power outage. There was no patient injury.

Manufacturer narrative:
The affected ventilator was tested by the hospital¿s biomedical engineer and the log file was provided for the investigation at the manufacturer. It was reported to dräger that the device test passed without any issue and that the device was placed back into service without further issues. The log analysis confirmed that the device detected a mains power loss at 8:24:12 pm on the reported date of event and switched over to battery operation without an interruption and accompanied by the visual and audible alarm "battery activated". At 8:24:16 pm the device detected that the air supply unit gs500 failed and generated the visual and audible alarm "gs500 communication error". The oxygen supply was not affected and the ventilation was continued using oxygen. This temporary deviation was solved and the air supply was available again at 8:24:40 pm. In the meantime the user disconnected the patient at 8:24:26 pm. The feature anti air shower was activated which reduced the flow and removes the displayed waveforms in case of a disconnection. Based on the available information the root cause for the temporary gs500 failure could not be found. The device reacted as specified to the temporary deviation in the air supply by generating an alarm and continuing the ventilation using oxygen until the patient was disconnected. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.